Event description:
It was reported this was a closure using the pre-close technique prior to an unspecified procedure. Reportedly, the footplate on three prostyle devices did not close. Force had to be used to remove all prostyle devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Additional information was received stating: device inserted per the instructions for use. On attempting to remove the device after deployment (after step 4 to close the footplate) the device felt stuck in the artery. Had to pull more forcefully than usual. The footplate was examined externally and seen to be not fully retracted. A total of 3 devices were used in this patient and the same issue happened with all of them. There was significant effect to patient as procedure was performed under local anesthetic. Marked pain when retrieving devices and very poor hemostasis at the end, requiring prolonged manual pressure and delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier excessive force was added to capture pulling more forcefully than usual to remove the devices. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to open or close the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that force was applied to remove the device. It should be noted that the prostyle instructions for use (IFU) states, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the reported force applies was circumstantial due to the difficulty experienced was would not have contributed to the overall event. Based on the returned device analysis, a conclusive cause for the reported difficulty closing the foot could not be determined. Factors that may contribute to difficult to open foot and difficult to remove the device from the anatomy may include but, are not limited to tissue or suture caught in the foot. The subsequent treatment appears to be related to procedure circumstance. The patient effects of hematoma tissue injury (vascular injury) and pain are listed in the prostyle IFU as potential adverse events associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 12f sheath hole prior to a iliac aneurysm interventional procedure. All three prostyle devices were pre-placed at the rcfa. The first suture knot did not take [suture retrieval issue]. The second and third suture knots were successfully advanced; however, only partial hemostasis was obtained. The devices were removed as single units, with no device separation noted. Vessel damage occurred after removal of the devices and was managed by inserting a larger sheath. It was impossible to say which prostyle caused the damage as they all had the same issue. A puncture site hematoma was reported. Manual compression was applied to treat the hematoma and achieve hemostasis. No additional information was provided.